Event description:
It was reported nine months post implant an adjustable band there was a leak found from the tube connecting site. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device location unknown.